Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra resilia valve, the 26 mm commander delivery system balloon burst during valve implantation when it was almost fully inflated. The valve was noted to be fully deployed. A decision was made to remove the delivery system by withdrawing it into the esheath+ and then removing both devices as a single unit. During withdrawal, there was difficulty withdrawing the distal part of the delivery system balloon from the patient's femoral artery. This resulted in enlargement of the puncture site. A non-edwards sheath was used to assist with a post-dilation to optimize the expansion of the valve and mild paravalvular leak (pvl) was noted. An attempt was made to close the puncture site with a non-edwards closure device, but it was unsuccessful. The patient was then transferred to the operation room for closure of the puncture site. The perceived root of the delivery system balloon burst was calcium in the sinotubular junction (stj).

Manufacturer narrative:
A supplemental report is being submitted for correction, to include additional information from the device evaluation, and to document the related manufacturer report number in section h10 (related report numbers). The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), and h11 (additional narrative/data). The device was returned for evaluation. Preliminary inspection of the returned device confirmed the delivery system balloon burst radially and longitudinally. The esheath+ distal tip was opened but split. There were also several kinks observed at the distal portion of the esheath+. This is one of two manufacturer reports being submitted for this case. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the delivery system balloon burst radially and longitudinally. The balloon was noted to be bunched towards the nose tip. The inflation balloon single wall thickness was measured along the edges of the burst location and all measurements taken met the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the delivery system balloon burst was confirmed based on the evaluation of the returned device. The available information suggests patient factors (calcification) likely contributed to the event as it was reported that there was calcium at the landing zone of the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Regarding the difficulty withdrawing the delivery system that resulted in a vascular injury requiring an intervention to treat, this event was also confirmed based on evaluation of the returned device. The available information suggests procedural factors (altered balloon profile) likely contributed to the event as the balloon had burst during the procedure. In addition, evaluation of the returned device showed the balloon was bunched towards the nose tip, and the distal tip of the esheath+ was split. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of the sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.